Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. The simulated treatment was performed and completed w/out any failures or problems. The valve actuation test passed. The system air leak test passed. The load cell value and verification were w/in tolerance. The patient sensor calibration check passed. The reported symptom of noisy was not confirmed w/testing. The reported symptom of iipv was not confirmed w/testing. There were no discrepancies encountered in the internal inspection of the cycler. Complaint was not confirmed with return product. DHR review for the serial number were reviewed and confirmed there were no deviations or non-conformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A dialysis patient reported a large drain volume. Treatment data reported from (B)(6) 2015 indicated an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred in drain 4, where 4142ml drained. This drain is 207% of the prescribed fill volume. Follow up w/the patient's nurse stated the patient experienced no complications as a result of this reported malfunction. Treatment was cancelled for the night and was resumed the next day, (B)(6) 2015, with a replacement cycler.